Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and no issues were identified. The technical application specialist (tas) ran the master curve material (mcm) and the results were acceptable. The patient samples are not available for further testing and investigation. The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy."

Event description:
Discordant advia centaur ipth results were obtained for samples from the same patient. The physician questioned the falsely elevated result. The physician was expecting a much lower result. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
On 11/02/2016 correction:the 510k number reported in the inital MDR was incorrect. The correct 510k number is k133601.